Event description:
It was reported that pump button was extremely difficult to press and sometimes required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to press center of button firmly without pump being plugged into power, and pump display eventually turned on, but due to continued difficulty with button, technical support arranged replacement pump while customer continued to use current pump, instructed customer to place old pump in storage mode, program settings and connect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label.